Event description:
It was reported that the patient's right ventricular lead exhibited failure to sense and high capture thresholds. Further investigation noted that the right ventricular lead was dislodged. The reported lead explanted and replaced on (B)(6) 2023. The patient was in stable condition.